Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was pulled back and barely capturing the ventricle. This lead was also used as temporary pacing during the lead revision. This lead was explanted and replaced. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.